Event description:
It was reported to medtronic neurosurgery that the physician found the product to be occluded when he tested it. According to the report, the patient was then implanted with a csf-lumboperitoneal catheter system. Reportedly, the patient¿s current status is normal.

Manufacturer narrative:
The returned reservoir met the requirements for leak testing. It did not meet the requirements for patency testing. It is unknown how or when this occurred. A review of the manufacturing records showed no anomalies. All reservoirs are 100% tested at the time of manufacture. (B)(4).